Event description:
The customer reported receiving a "hefty" shock from an exposed wire on the device. At this time, the device has not been evaluated by philips. No determination can be made whether this issue was due to a malfunction of the device, physical damage to the device or a design issue. The complaint will be considered reportable due to the allegation of patient shock.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.